Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The attorney alleges that the pump has caused the patient personal and economic injuries, including but not limited to pain caused by pump malfunction, catheter malfunction, manufacturing defects, and/or other defective warnings concerning the device. The pump had caused the patient harm from approximately (B)(6) 2012 until present time. The medication this device system delivered was not provided.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred. No event date was specified. The patient experienced withdrawal, overdose, and had been hospitalized. Explant occurred on (B)(6) 2014. The pump indication for use was non-malignant pain, chronic low back pain, and hip pain from surgery. No further complications were reported/anticipated.